Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion site and date are unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.